Event description:
It was reported that during a gastric bypass, on the second firing, while creating a line of transection, the surgeon fired the device with a blue reload. The gun did not fire completely through and only the back part cut and stapled. The cartridge was subsequently removed and replaced. Upon the third firing, the instrument did fire and cut. However, only the extreme proximal and distal ends were stapled. The surgeon oversewed the area. Another cutter was opened and found to work properly. No complications resulted. There was no pt consequence. One device is being returned.